Event description:
The customer reported a precharge error message during boot up on the 9800 system. No patient was involved.

Manufacturer narrative:
The service rep replaced the batteries. The system operates as intended.